Event description:
N/a.

Manufacturer narrative:
The unit was received with the shock cushion having moved forward in handle and was impeding the handle from closing and holding properly. Shock cushion and 1/4 inch pin were worn. Adjustment wrench has worn threads; general maintenance and cleaning required. The device history record review showed no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The device was manufactured in 2014. The reported complaint was confirmed. The complaint was likely caused by wear and tear. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a2101 mayfield ultra base unit almost slipped. Additional information was received on 25jul2019 indicating that the patient was positioned prone with an a1059 mayfield skull clamp and a1018 mayfield swivel adaptor with the a2101 base unit. During an unspecified procedure on (B)(6) 2019, the customer indicated that they felt the base unit move. There was no patient injury reported. They unpinned the patient and went to a horseshe headrest for the rest of the procedure. No delay in surgery was reported.